Manufacturer narrative:
(B)(4). The investigation is on-going. A supplemental MDR will be submitted at the conclusion of the investigation.

Manufacturer narrative:
One genesis ii insert (71420538) was returned for evaluation. Deformation along the anterior rim was observed, which was most likely sustained during removal of the device. Deformation was also observed on the surface which contacts the tibial baseplate, indicating that the insert was not well fixed to the baseplate. This observation was consistent with the reported complaint of a loose insert. The anterior locking mechanism was deformed in such a way that indicated the insert was likely never fully seated in the tibial baseplate. A review of the production documentation of this implant did not reveal any deviations from the standard manufacturing processes. No radiographic images were provided as supporting clinical evidence. A review of the revision operative note provided no evidence of infection, however, there is documentation of the reported dislodgement of the tibial insert at approximately 3 weeks post implantation. The evaluation of the returned insert determined the anterior locking mechanism was deformed in such a way that indicated the insert was likely never fully seated in the tibial baseplate. Therefore, based on a review of the available details, a user related event is highly likely. No further actions are warranted at this time.

Event description:
It was reported that a revision surgery was performed because the constrained insert was loose.